Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd nano¿ pro ultra-fine¿ pen needles two pen needles need to be used to inject required amount. The following information was provided by the initial reporter: my husband, being a diabetic, finds that too many times he has to use 2 pen needles to inject required amount. We pay $46 per box of 4mm ultra fine pen needles and this is expensive and shouldn t be happening. It¿s been going on for a long time so were reporting poor quality control as at least 20% of the box is faulty. We think your firm is accountable and would appreciate a favorable response. We cant afford to throw out so many needles but need to use them.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using bd nano¿ pro ultra-fine¿ pen needles two pen needles need to be used to inject required amount. The following information was provided by the initial reporter: my husband, being a diabetic, finds that too many times he has to use 2 pen needles to inject required amount. We pay (B)(4) per box of 4mm ultra fine pen needles and this is expensive and shouldn¿t be happening. It¿s been going on for a long time so we¿re reporting poor quality control as at least (B)(4). We think your firm is accountable and would appreciate a favorable response. We can¿t afford to throw out so many needles but need to use them.